Event description:
A report was received that the patient was having difficulty charging the ipg. It was also noted that the leads showed high impedances and the patient was experiencing loss of stimulation. The patient will undergo a revision procedure wherein the lead and ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead and ipg were replaced. Device malfunction was suspected on the lead. The patient was doing well post-operatively. Additional suspect medical device component involved in the event: model: sc-8120-50 serial: (B)(4) description: artisan surgical lead, 50cm the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was also noted that the leads showed high impedances and the patient was experiencing loss of stimulation. The patient will undergo a revision procedure wherein the lead and ipg will be replaced.